Event description:
During an endoscopic biopsy procedure, the physician used a cook endoscopy tracer metro direct wire guide. A sphincterotome (manufactured by olympus) was advanced over the wire guide. The sphincterotome was removed and a cook endoscopy cytomax ii double lumen biliary cytology brush was advanced over the wire guide. The wire guide was removed and the physician planned to reinsert the wire guide. The physician observed the black coating on the distal end of the wire guide had separated from the spiral coating but did not detach from the wire guide device. Another wire guide was used to finish the procedure. A foreign object did not have to be retrieved from the pt. No add'l med procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
The info in this report was provided to us by the cook facility in (B)(4) on behalf of the med facility in (B)(6). (B)(4). Eval: our eval of the returned device confirmed the report. The outer black coating of the wire guide tip has separated from the spiral coating, but remains secure to the distal end of the core wire guide. The damaged area is located near the distal end of the wire guide and the core wire is exposed due to the movement of the black coating. The coil spring connection at the very distal end of the wire guide has broken allowing the inner coil spring of the wire guide tip, that rests below the outer black coating, to stretch. Although damage to the wire guide is noted near the distal end of the device, we confirmed no portion of the wire guide has fully detached or is missing. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusion: the actual use condition could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual condition of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If the wire guide received excessive pressure, perhaps in response to resistance due to a server stricture, this could have contributed to the wire guide damage. The instructions advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include flushing the wire guide holder with 30cc of sterile water prior to removing the wire guide from the holder, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide damage. Info provided indicated an olympus sphincterotome (unk type) was advanced over the wire guide. Because this product is manufactured by another company and the exact type was unable to be provided, we are unable to assess the compatibility of this accessory device with the 0.021 inch cook endoscopy tracer metro direct wire guide. If add'l pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide damage. If the endoscope or accessory device used with this wire guide contains a sharp edge, this could have contributed to damage of the wire guide. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action the appropriate internal personnel at cook endoscopy have been informed of this report in an effort to heighten awareness. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no corrective action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.